Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo right coronary artery that was 90% stenosed. Pre-dilatation with 2.0x12mm traveler balloon was performed. Then a 2.75x15mm xience prime stent was deployed at 10 atmospheres and followed by post dilatation with 3.0x12mm nc balloon. A distal edge dissection was then noted and treated with another xience prime. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.